Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the rv (right ventricle) was elevated. Rv capture management trend data for last 15 days shows threshold measurements aborted since (B)(6) 2016 due to high threshold (> 2.5 volts).

Event description:
It was reported that approximately one week post implant there were high thresholds and loss of capture on the right ventricular (rv) lead. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.